Manufacturer narrative:
Date of report : 07feb2019, date rec¿d by MFR : 06feb2019. The customer stated that the screen was replaced and the unit is fully operational now and back in service. Reportedly, the screen was damaged during transport. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 31dec2018. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator display is dim. No patient involvement. The event date was not specified; estimate used.